Event description:
Pt presented with signs and symptoms of an infection which included redness, swelling and pain. The primary location of the infection was the lead track. Cultures were obtained and the type of organism found was propionibacterium species. The pt was treated with IV antiobiotics and total device system explant. Hcp reported the infection resolved. The device was explanted but not returned to the manufacturer for analysis.